Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found error e-433 is coming in display. It is due to faulty generator board, component found loose on this generator board, error e-214 is coming on display intermittently and abnormal sound is coming from this equipment. It is due to a faulty mother board, fan is not working, bending found on high voltage power supply (hvps) board but there is no effect on functionality. As of now it is working ok, distance hexagonal also found broken, distance hexagonal also found broken, reusable cable tie found broken, heavy corrosion found on one bracket of power supply, insulation film for speaker board found broken, locks of inside harness found broken and optical cable found deformed, one foot on the chassis is missing. The remaining are ok, display remains dark after switching on the equipment. It is due to a faulty embedded pc, front panel found broken. It cannot be fixed into equipment, heavy dent found on top cover, outer screws and washers are missing, front panel found broken. It cannot be fixed into equipment, screws at the housing are missing and dent and minor deformation found on chassis. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported that the high frequency unit "esg-400"displays error code e433. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the display issue was a generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.